Event description:
It was reported that during deployment, resistance was encountered. The physician withdrew the coil; however, during withdrawal the delivery pusher detached in two parts within the microcatheter. The coil and microcatheter were successfully removed from the patient. There was no adverse impact to patient .

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. It was stated that the device is available for evaluation, but it has not yet been returned to the manufacturer. The alleged issue could not yet be confirmed. If the device is received, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as potential complication associated with use of the device.

Manufacturer narrative:
Correction: d6a, d9, g3, h6

Manufacturer narrative:
Additional information was received that stated after the entire coil was detached in the intended coil mass, the distal end of the pusher jammed and then broke off a piece when pulled out with microcatheter below the aortic arch. The microcatheter and pusher were removed with no more intervention. The investigation of the returned coil system found the pusher body coil stretched, the lead wires broken, the pusher body coil broken, and the implant not attached to the pusher. The implant was not returned for evaluation. The heater coil was found burnt, indicating the device experienced a thermal detachment. The microcatheter was returned cut, as described in the reported event, and a portion of the pusher body coil was found stretched inside the microcatheter and cut at the area in which the microcatheter was cut. The broken condition of the pusher body coil is consistent with the device experiencing excessive force that exceeded the device's tensile strength, resulting in the body coil breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.